Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act, esc, up and down buttons were harder to use. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump had random no delivery alarm also rewind takes longer. Customer decline to troubleshoot with technical support. The device will not be returned for analysis.